Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the patient. After insertion the balloon did not inflate properly and the team noticed blood in the gas line. The iab was removed and a new iab inserted. The sr. Cardiologist tested the iab in a basin of water and noticed a small hole at the top of the balloon. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay in intra-aortic balloon pump (iabp) therapy for the time frame required to prep and insert the second iab. There were no negative results to the patient as a result of this incident. Additional information received on 25 aug 2015 stated that the second iab was inserted into the same insertion site. Additional information received 08/27/2015: the patient did not have tortuous vessels. The md did use a sheath when inserting the iab. The iab was inserted into the patient's right femoral artery. The staff noted blood as soon as they had arterial pressures and wanted to connect the gas line; they noted blood in the gas tubing and did not initiate pumping yet. The pump did not alarm. The md pulled the iab out through the sheath, since the iab had not been inflated yet. Using the same sheath the second iab was inserted. The distal tip of the iab was noted to have a small leak. The pump used for this iabp therapy is s/n (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 7.5fr 40cc iab. Blood was noted within the bladder membrane. The one-way valve was tethered to the short driveline tubing. The tip of the bladder was noted separated from the distal tip of the catheter. No apparent debris or glue lines were notable on the distal tip of the catheter or bladder membrane. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder was detached from the distal tip which allowed blood to enter the iab. Corrective actions were released may 4, 2015 and address the complaint issue. This device was manufactured prior to the release of the corrective actions.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the patient. After insertion the balloon did not inflate properly and the team noticed blood in the gas line. The iab was removed and a new iab inserted. The sr. Cardiologist tested the iab in a basin of water and noticed a small hole at the top of the balloon. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay in intra-aortic balloon pump (iabp) therapy for the time frame required to prep and insert the second iab. There were no negative results to the patient as a result of this incident. Additional information received on 25aug2015 stated that the second iab was inserted into the same insertion site. Additional information received 8/27/2015 the patient did not have tortuous vessels. The md did use a sheath when inserting the iab. The iab was inserted into the patient's right femoral artery. The staff noted blood as soon as they had arterial pressures and wanted to connect the gas line; they noted blood in the gas tubing and did not initiate pumping yet. The pump did not alarm. The md pulled the iab out through the sheath, since the iab had not been inflated yet. Using the same sheath the second iab was inserted. The distal tip of the iab was noted to have a small leak. The pump used for this iabp therapy is s/n (B)(4).